Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not working and not suctioning properly. Per additional information received on (B)(6)2021 patient stated the machine was still not working correctly. Patient placed an order for wicks and for the kit. Per follow up on (B)(6)2021, stated that the purewick urine collection system was not suctioning and they changed some of the components on the device and they still experienced the same results. Patient was currently in hospice. Per follow up on 05mar2021, the user stated that they have had many issues with the system and patient was now using a foley catheter due to skin break down. It was reported that the patient had a large open wound, patient was bed bound and always wet. The user changed wick every 8 hours and stated the unit had very little suction. The representative advised lms cannot accept back, but could troubleshoot the unit or replace it but the user was very leery and unsatisfied with product. Follow up via phone on 23mar2021, the customer noted that there was not enough suction from the unit to pull all the urine which resulted in an open sore in the perineal area and another sore at the lower back from laying in the moisture. The sores were treated with a prescribed antibiotic wash. The customer added that the patient initially only used the device at night and it worked perfectly fine but once the patient became fully bed-bound and was in hospice care the device was in use all day, and that¿s when the lower suction was noticed. The patient has since expired and the device is no longer in use. The customer noted that this was due to renal failure unrelated to using the device.

Event description:
It was reported that the purewick urine collection system was not working and not suctioning properly. Per additional information received on 08feb2021 patient stated the machine was still not working correctly. Patient placed an order for wicks and for the kit. Per follow up on 16feb2021, stated that the purewick urine collection system was not suctioning and they changed some of the components on the device and they still experienced the same results. Patient was currently in hospice. Per follow up on 05mar2021, the user stated that they have had many issues with the system and patient was now using a foley catheter due to skin break down. It was reported that the patient had a large open wound, patient was bed bound and always wet. The user changed wick every 8 hours and stated the unit had very little suction. The representative advised lms cannot accept back, but could troubleshoot the unit or replace it but the user was very leery and unsatisfied with product. Follow up via phone on 23mar2021, the customer noted that there was not enough suction from the unit to pull all the urine which resulted in an open sore in the perineal area and another sore at the lower back from laying in the moisture. The sores were treated with a prescribed antibiotic wash. The customer added that the patient initially only used the device at night and it worked perfectly fine but once the patient became fully bed-bound and was in hospice care the device was in use all day, and that¿s when the lower suction was noticed. The patient has since expired and the device is no longer in use. The customer noted that this was due to renal failure unrelated to using the device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be that material surface is rough, abrasive or uncomfortable. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to no product code available. Although no product code was available, the purewick ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not working and not suctioning properly. Per additional information received on 08feb2021 patient stated the machine was still not working correctly. Patient placed an order for wicks and for the kit. Per follow up on (B)(6) 2021, stated that the purewick urine collection system was not suctioning and they changed some of the components on the device, and they still experienced the same results. Patient was currently in hospice. Per follow up on (B)(6) 2021 user stated that they have had many issues with the system and patient was now using a foley catheter due to skin break down. It was reported that the patient had a large open wound, patient was bed bound and always wet. The user changed wick every 8 hours and stated the unit had very little suction. The representative advised lms cannot accept back, but could troubleshoot the unit or replace it but the user was very leery and unsatisfied with product. Follow up via phone on (B)(6) 2021, the customer noted that there was not enough suction from the unit to pull all the urine which resulted in an open sore in the perineal area and another sore at the lower back from laying in the moisture. The sores were treated with a prescribed antibiotic wash. The customer added that the patient initially only used the device at night and it worked perfectly fine but once the patient became fully bed-bound and was in hospice care the device was in use all day, and that¿s when the lower suction was noticed. The patient has since expired and the device is no longer in use. The customer noted that this was due to renal failure unrelated to using the device.